Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2025. During the procedure, it was reported that the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event